Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle retraction was slow and difficult to detach the hub from the safety during use. The following information was provided by the initial reporter, translated from french: "once the catheter was in place and after pressing the activation button to retract the needle, the hub was difficult to detach from the safety sheath as if the 2 parts were glued together. This incident was observed several times by the nurses with other catheters of this batch... "We encounter the following difficulties when using these catheters:difficulty in releasing the catheter once the vein has been catheterised; difficulty in mounting the catheter in the vein, the catheter seems to stick to the mandrel.."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-jan-2023. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received six sealed units and one unsealed 20gx1.88in insyte autoguard devices from lot number 2165893. A gross visual inspection of the sealed units identifies that the packaging has no apparent physical damage. The unsealed unit had the needle retracted in the barrel and the catheter in the needle cover. First, we performed tip adhesion on the six sealed units. The catheters were rotated 360 degrees around the needle and left into their initial positions. There was no resistance indicating there was potential bond between the needle and the catheter. A pen and drag test was performed to check the needle penetration force and catheter penetration. The units were all found within specification. The unsealed unit was investigated by pushing the needle out of the barrel and microscopically looking at the needle and the catheter. No defects were observed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle retraction was slow and difficult to detach the hub from the safety during use. The following information was provided by the initial reporter, translated from french: "once the catheter was in place and after pressing the activation button to retract the needle, the hub was difficult to detach from the safety sheath as if the 2 parts were glued together. This incident was observed several times by the nurses with other catheters of this batch. "We encounter the following difficulties when using these catheters: difficulty in releasing the catheter once the vein has been catheterised difficulty in mounting the catheter in the vein, the catheter seems to stick to the mandrel.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.